Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On september 09, 2022, it was initially reported to gynesonics that a 50-year-old patient with five symptomatic fibroids (hmb and anemia) was treated with hysteroscopic myomectomy and tfa (two transmural fibroids) on (B)(6) 2020. Per the treating physician "she had 5 fibroids: 2x figo 2-5 (5 cm and 3.5 cm) and 3 figo 0-1." She improved over the next six months but then recurred. On (B)(6) 2021 she underwent subchorionic haematoma (sch) at an outside institution for a retained pedunculated expelled fibroid. No further details are available.